Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's drive support cap and reservoir bottom fell off of the insulin pump. The patient's blood glucose at the time of incident is unknown. The customer was unaware of how the damage occurred. The insulin pump will not be returned for analysis as the device is out of warranty.